Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepato-pancreato-biliary open procedure, when the surgeon pressed the handle, the staples did not work in order to create a staple line, the staple line was incomplete distally and there was poor staple formation. The jaws of the device locked on tissue and was removed by manually pulling it out. A new device was used to complete the case. No patient injury.